Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during an unknown procedure in which an unspecified cook flexor shuttle sheath was used, another manufacturer¿s guiding catheter separated, with the tip remaining in the patient. Another manufacturer¿s tuohy-borst adapter was placed on the cook sheath, and the guiding catheter was advanced through the adapter and into the sheath. It is speculated that the adapter was not opened far enough to allow for advancement of the catheter. The cook sheath did not separate, and there has been no reported malfunction of the cook device. Investigation - evaluation. Reviews of the drawing, instructions for use, manufacturing instructions, and quality control procedures were conducted during the investigation. No device was returned for investigation. Accordingly, no physical examination was performed. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of rpn and lot information available. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Device drawings, specifications, and quality control procedures associated with the complaint were identified. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which instruct the user to choose a sheath size large enough to accommodate for passage of devices. The IFU further states that all instruments should move freely through the sheath and valve to avoid damage. Based on the information provided, cook has concluded that no device problem could be detected. There was no alleged malfunction of the cook device. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Common name & product code = although the lot number and rpn are unknown, the product code for flexor shuttle sheaths is dyb. Concomitant products= medikit guiding catheter, stryker tuohy-borst adapter (B)(6). PMA/510(k) number = although the lot number and rpn are unknown, the 510(k) for flexor shuttle sheaths is either k142819, k142829, or k153430. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure in which an unspecified cook flexor shuttle sheath was used, another manufacturer¿s guiding catheter separated, with the tip remaining in the patient. Another manufacturer¿s tuohy-borst adapter was placed on the cook sheath, and the guiding catheter was advanced through the adapter and into the sheath. It is speculated that the adapter was not opened far enough to allow for advancement of the catheter. The cook sheath did not separate, and there has been no reported malfunction of the cook device. Additional information has been requested but is not available at this time.